Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe foreign matter ¿ dirt. This occurrence is related to a contamination during production process caused by personnel failure during the assembly line clearance. H3 other text : see h.10.

Event description:
It was reported that foreign matter occurred before use with a bd solomed¿ syringe. The following information was provided by the initial reporter, "syringe came with dirt. The foreign matter was found inside the barrel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a bd solomed¿ syringe. The following information was provided by the initial reporter, "syringe came with dirt. The foreign matter was found inside the barrel."